Manufacturer narrative:
Updated: section d3: manufacturing site and section g1: contact office entity updated.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2022-03286. All information from the original report(s) has been transferred to this report.

Event description:
Touch screen is not working correctly. Does not recognize touch when attempting to make changes.